Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and evaluated, the results of said evaluation will be the subject matter in the follow-up report.

Event description:
Our rep is reporting that a knee repair was performed on a female sometime within the last several months of 2008. At sometime, subsequent to this (date undefined), it was somehow discerned (mechanism undefined) that the patient had developed an infection (manner of diagnosis undefined). Present status of issue is as follows: patient's present medical status unknown. Patients present medical course of treatment, if any, unknown. Patient is seeking compensation from surgeon/facility. Mitek marketing, quality and legal notified and made aware of issue via e mail correspondence from the field. Other exacting pertinent details surrounding procedure such as: device and lot identification, dates.